Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that high impedances were found on electrodes 4-7 during an implant procedure. It was stated the operating physician took out the leads, wiped them down, and switched the leads and that the impedances of electrodes 4-7 remained high at that time. It was reported the operating physician had to change the ins out. Additional information stated the ins was determined to be ¿defected¿ through testing. A supplemental report will be filed if additional information is received.